Event description:
Literature: zibetti m, rosso m, cinquepalmi a, et al. Asymptomatic deep venous thrombosis after deep brain stimulation for parkinson disease. Stereotact funct neurosurg. 2010;88(2):94-97. Summary: the aim was to determine the incidence of asymptomatic dvt of leg veins in pd pts undergoing subthalamic nucleus stn-dbs. Forty one consecutive pd pts undergoing stereotactic surgery for stn-dbs were investigated by ultrasound compression sonography of leg veins and d-dimer measurements in the week preceding surgery. After surgery, d-dimer measurements were repeated and when the value exceeded the normal range, ultrasound compression sonography was repeated to confirm or exclude dvt. Doppler ultrasonographic examinations demonstrated that 2 pts (4.9%) developed symptomatic dvt shortly after surgery despite the fact that none of the 41 pts submitted to stn-dbs had dvt before surgery and that a specific prophylaxis was applied during surgery. Event: one pt developed a thrombosis in the peroneal leg vein 9 days after surgery. D-dimer was elevated. The pt was treated with low-molecular-weight heparin (twice the prophylactic dose) for the first 2 weeks and switched to oral anticoagulation thereafter. Oral anticoagulation with an inr between 2.0 and 3.0 was maintained until a complete recanalization of the leg vein occurred. The follow-up ultrasound investigation showed a complete recanalization of the peroneal vein 9 months later.

Manufacturer narrative:
(B) (4).